Manufacturer narrative:
Additional information was received from the japanese tavi registry reporting system. The postoperative course of the tavr was well. The patient had gangrene in the right toes preoperatively and a revascularization was scheduled after tavr. On postoperative day (pod) 13, the patient underwent the planed surgery. Although blood flow to the right lower limb improved, the patients general condition was bad and they suffered from worsening gangrene and metabolic acidosis. On pod 25, the patient expired due to the worsening gangrene. Per medical opinion, the death was not related to an edwards device or tavr procedure. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with iliofemoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a (14 fr sheath is 5.5mm). Patient factors (access vessel mld of 4.8 mm, severe calcification, mild tortuosity) and/or procedural factors (endovascular treatment/ballooning in the left common iliac artery) are likely contributing factors for the vascular complication. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6) , during implant of a 26mm sapien 3 valve in the aortic position using the left femoral artery via cut down, the 14fr esheath could not be advanced from left common iliac artery. Endovascular treatment (ballooning) was performed in the left common iliac artery, then the sheath could be inserted. A 26mm sapien 3 valve was successfully deployed. After withdrawal of the sheath, a dissection was found in the left common iliac artery. A stent was placed and the procedure was completed. The minimum luminal diameter (mld) of the access vessel measured 4.8 mm, severe calcification and mild tortuosity were reported in the access vessel.

Manufacturer narrative:
The devices were not returned to edwards lifesciences for evaluation. Therefore, no visual, functional, or dimensional analysis could be performed. DHR review did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Review of lot history revealed one other similar complaints. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Additional considerations include proper screening as this is critical to reduce vascular complications. Per the procedural training manual, sheath insertion: the proximal tapered end of the sheath is larger in diameter. Hydrate sheath but do not wipe off hydrophilic coating. Insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance. Insert slowly with continuous motion to minimize friction. Ensure fully expandable portion remains completely within the vessel for proper hemostasis. Ensure the sheath tip is inserted beyond the aortic bifurcation (above the renal arteries). Note: do not use if the sheath is damaged (i.e. Kinked or stretched). Additional considerations: heparin should be given prior to sheath placement to ensure act > 250 sec. Use stiff wire (for peripheral access only) in case of peripheral tortuosity. Utilize wires such as supracore, meier (boston scientific), lunderquist (cook). Apply tension to wire to provide firm rail for placement. Always observe fluoroscopy during insertion. Proper screening is critical to reducing vascular complications. Minimum access vessel diameter for 26 mm valve and commander delivery system is 5.5 mm (14f esheath). Know position of sheath tip in the aorta. Perform contrast injection if: angulated aorta, aneurysms, significant aortic atherosclerosis. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. Do not force sheath. Once inserted, suture the sheath in place. Ensure adequate vessel access. Do not use with tortuous or calcified vessels that would prevent safe entry of the introducer sheath. No IFU/training deficiencies were identified. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The minimum required vessel diameter for a (14 fr sheath is 5.5mm). Patient factors (access vessel mld of 4.8 mm, severe calcification, mild tortuosity) and/or procedural factors (endovascular treatment/ballooning in the left common iliac artery) are likely contributing factors for the vascular complication. The complaint for difficulty introducing sheath was unable to be confirmed with no imagery or returned device. As engineering was unable to be perform any visual, functional, or dimensional testing on the device, a manufacturing nonconformance could not be identified. Review of DHR and lot history revealed no indication a manufacturing nonconformance contributed to the complaint event. No IFU/training manual deficiencies were identified. Per the report, a 14 fr esheath could not be advanced from the left common iliac artery (cia). Endovascular treatment (ballooning) was performed in the left cia, then the sheath could be inserted. As the device was able to inserted after endovascular treatment, it is likely that patient factors contributed to the event. The patient access vessels had severe calcification and mild tortuosity with an mld of 4.8mm, which is less than the mld required for safe use of the 14f esheath (5.5 mm). Calcification and small vessels can create a restricted pathway for the sheath to navigate while tortuosity can contribute to suboptimal angles and further interaction with the vessel walls. The procedural training manual states, push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. Although a definite root cause was unable to be determined, available information suggests patient factors (calcification, tortuosity, and small vessel size) contributed to the complaint event. The complaint was unable to be confirmed. No manufacturing nonconformance was identified. Available information suggests patient factors (calcification, tortuosity, small vessel size) likely contributed to the complaint event. However, a definite root cause was unable to be determined. No IFU/training manual deficiencies were identified. Therefore, no corrective/preventative action is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.